Event description:
It was reported that the insulin pump had physical damage and was not delivering insulin. Customer stated that when patient tries to fill the reservoir the drive support cap was being pushed out. Troubleshooting was done. Customer's blood glucose was 146 mg/dl. Customer stated the drive support was loose and was sticking out. Customer reported that the insulin pump alarmed compromised force sensor system. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, a detached end cap, and a cracked case near the display window corners. Unable to confirm any alarms due to the detached end cap. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.